Manufacturer narrative:
H3- device evaluation: the lens was returned in a device tray with residue on the product. Visual inspection of the product found no visible damage to the device. H6- device history record (DHR) review: based on the results of the investigation, the probable cause of the failure is likely due to mis-assembly of the lens in the preloaded injector during primary packaging. As a result, operators in the silicone manufacturing area have been retrained. Since there is no indication of a systemic issue in the manufacturing process, no further action is required. (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
During the setting of a ks-3ai aq310a1, 20.5 diopter, preloaded injector the lens was stuck and could not forward the lens at all. The facility was uncertain if their handling was correct. There was no patient contact with the device. A preliminary evaluation observed trailing haptic wedged between iol base and iol top part, thus ths user could not forward the lens at all.